Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The dislodgement allegation was confirmed based on the field report and the finding of lead body curled-up from terminal to mid-section. The failure-to-capture allegation was not confirmed based on normal lead resistance measurements indicating all were intact and a passing hipot test indicating no electrical shorts between conductors. Complete lead was returned. The set screw mark noted in correct location on the terminal pin. The lead passed pressure test indicating insulations were intact.

Event description:
It was reported that this right ventricular (rv) lead was exhibited loss of capture as lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.